Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh (pelvic floor reconstruction using mesh) procedure performed on (B)(6) 2015 with no hydronephrosis observed by post-operative echo. According to the complainant, on (B)(6) 2016, a transvaginal tape (tvt) procedure as performed for postoperative stress urinary incontinence (urethral sling operation). Left renal pelvis dilation was found by echo of tvt progress during a follow-up observation on (B)(6) 2016. In the echo after two months, left hydronephrosis was aggravated and left ureteral stent placement was planned, but extended-spectrum beta-lactamases (esbl) producing escherichia coli was recognized from pyuria and urine culture, so the procedure was postponed twice. On (B)(6) 2016, left nephrostomy with mesh removal on the left first arm and second arm resection was performed. On (B)(6) 2016, left bladder ureterocystostomy was performed. After that, left hydronephrosis improved but the left kidney was a contracted kidney (10% left kidney function in renogram was noted). On (B)(6) 2017, a left ureteral stent placement was attempted but it was unable to pass through. Reportedly, there was no mesh exposure during the treatment but there was pain during sexual intercourse.